Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 490 mg/dl at the time of the event. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer uses quick-set infusion sets. The customer thought she might have been suffering from food poisoning. The customer stated that her doctor told her that her potassium was low. Nothing further was reported.